Event description:
It has been reported that during the procedure, the pt had an allergic reaction. The procedure was stopped, pt was given medication and is in stable condition. The device is not being return for co's evaluation.